Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during log file review by a representative of the manufacturer¿s technical services a driveline communication fault alarm was observed. It was reported that that the percutaneous lead (driveline) had a severe bend which was visible on x-rays. The patient was asymptomatic. The patient was to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline communication fault alarms were confirmed via the system controller and lvad log files, the cause could not be conclusively determined. The center reported that the patient was asymptomatic and the alarm was reset at the clinic. The alarm returned and the patient's system controllers and modular cable were exchanged. The alarm again returned and was permanently silenced. The patient remains ongoing on lvad support and no further related issues have been reported. A CAPA was opened to further investigation driveline communication fault events and a corrective action has been implemented.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #(B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Expiration date, device MFR date: additional information. No further information was provided. The manufacturer is closing the file on this event.